Event description:
Pump declared alarm 20 during load process, which affected normal operation. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was unable to successfully load a cartridge despite assistance from technical support, leading the cartridge alarm to recur. Technical support decided to replace pump, and customer was instructed to use an alternate method of insulin delivery known as mdi. Customer received guidance on returning the problematic pump and acknowledged the instructions provided.